Event description:
Customer reports an infusor filled with 50ml of 5fu and 34ml of d5w to a total volume of 84ml overinfused over 5.5 days instead of an anticipated 7 days. Customer reports no death or pt injury associated with report.

Event description:
Customer reports an infusor filled with 50ml of 5fu and 34 ml of d5w to a total volume of 84ml overinfused over 5.5 days instead of an anticipated 7 days. Customer reports no death or patient injury associated with report.